Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided a clinical root cause of the broken peg could not be determined. Impact: the patient impact beyond the reported revision could not be determined a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the material specification, shall control the quality and manufacture of 7.5 mrad cross-linked ultra-high-molecular-weight polyethylene bar stock. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after tka surgery, the patient presented with an unstable knee, from x-rays and clinical investigation, it seemed as if the peg of the lgn ps high flex xlpe sz 7-8 13mm broke. On (B)(6) 2024 the patient underwent a revision surgery where the breakage was clear, and the insert was exchanged with a new xlpe ps insert. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).